Manufacturer narrative:
Testing and investigation found at power up the device alarmed for 11/004 service code alarm. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. No specific info was provided. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Multiple unsuccessful attempts have been made to obtain add'l info.